Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni.

Event description:
Patient alleged pain and loosening five months post implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 0002648920-2017-00010, 0001822565-2016-04376-1 and 0001822565-2017-00104).

Event description:
Patient alleged pain and loosening five months post-implantation. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicate the patient has experienced right knee pain, swelling, loss of range of motion and strength approximately 2 months post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen tibial component, catalog#: 00598002701, lot#: 63341474; nexgen legacy femoral component, catalog#: 00599401492, lot#: 63275962. Date of event: ni, exact event date is unknown. Reported event was confirmed by review of x-rays and medical records. X-ray review determined that the femoral stem component is contacting the endosteum of the femoral shaft which has induced a stress shielding response in the bone. There is also evidence on the lateral views that the femoral component is loose as well. The tibial component demonstrates both loosening and subsidence into the tibial plateau. The tibial plate is grossly undersized. The patient's bone is considered to be generally osteopenic. There is also an excessive bone cement mantle beneath the tibial plate. The x-ray review by (B)(6) identified that the tibial component is grossly undersized; however, it is noted that these components were implanted during a revision case due to loosening and tibial subsidence. Component sizing is at the discretion of the surgeon as the surgeon is the expert for that patient¿s care. Radiographic examination provided in the patient¿s medical records state that there were no visible hardware complications in the (B)(6) 2016 images. It is unknown if the tibial component size was the cause of this event. Medical records further indicate that patient was non-compliant with physical therapy and pain medication. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that 2 months post-implantation, the patient has experienced right knee pain, swelling, loss of range of motion and strength. No revision has been reported to date.